Event description:
It was reported that a malfunction occurred with a pump after the pump got wet. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was advised to switch to multiple daily injections as backup therapy, and technical support arranged to send a replacement pump with updated software. Instructions for handling the replacement and returning the malfunctioning pump were provided, which the customer understood and acknowledged.